Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported via health authority that the pak was defective and there was a leak in the system at an unknown timing of vitrectomy surgery. The surgery was completed on same day by replacing with another product. There was no impact to the patient.